Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs of the implicated 20g insyte autoguard shield IV catheter. Your reported issue of black marks on the 20g insyte autoguard device was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. The photo showed a dark colored material on both the needle cannula and on the needle shield safety activation button. The composition and source of the foreign material could not be determined from the returned photographs. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard has foreign matter on the needle. The following information was provided by the initial reporter, translated from french to english: when unpacking the device, an ide noticed black marks on the canula and catheter adapter (see attached photo). Unfortunately, the catheter concerned was discarded, and I was unable to recover it for analysis...

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.